Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed the reported problem that there was no sound from the loudspeaker, and the monitor displayed loudspeaker error. The fse replaced the speaker to resolve the issue, and the device was operational.e1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
The customer reported that the intellivue multi measurement server x2 displayed "loudspeaker error", and the loudspeaker no longer made sounds. The device was not in use on a patient at the time of the event, so there was no patient involvement.